Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy testing. No patient involvement.

Manufacturer narrative:
Received one device. Failed accuracy testing was confirmed by functional test. The cause is the expulsor. Replaced the expulsor to correct the problem and pump passed all functional tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.